Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping. The customer¿s blood glucose level was 131 mg/dl. At morning the customer's blood glucose level was 140-120 mg/dl. Customer was not able to deactivate the blocked feature and not able to clear it. The insulin pump will not be returned for analysis.